Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with cracked case(battery tube), cracked battery tube threads and broken belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment, clip snapped off and there is a crack to the side of the pump after it was dropped. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.